Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 19 occurred during basal delivery. The customer loaded a new cartridge and received a cartridge alarm 9 (overfill alarm). Although confirmation was requested to verify the amount of insulin filled into the cartridge, it was unable to be confirmed. The customer's blood glucose level was 350 mg/dl and it was addressed with a bolus via the pump. The customer was successfully able to load a new cartridge.